Event description:
During an event, the matrix standard-3d coil was the first coil in this procedure and because of the tortuous artery wall, it was very difficult to position into the aneurysm. When the physician wanted to put the proximal 1-cm part of the main coil into the aneurysm, it could not be pushed in. After retreating the main coil, the physician found that the main coil had been detached. Because there was a little tail out of the aneurysm, the physician had to cut off the soft tip of the delivery guidewire and used it to put the tail into the aneurysm. The procedure was finished successfully.